Event description:
Related manufacturer reference number: 2017865-2022-22703. It was reported that a patient presented in-clinic for a right ventricular (rv) and right atrial (ra) lead revision. Prior examination of the patient's ra and rv lead revealed high capture threshold and fracture on the ra lead, as well as high capture threshold on the rv lead. Both the ra and rv leads were explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported event of inadequate capture was confirmed but the reported event of lead fracture was not confirmed. As received, a partial lead was returned in two pieces. Two external insulation abrasions were found proximal to the suture sleeve tie impressions breaching the outer insulation and exposing the outer coil. X-ray examination and electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of inadequate capture was due to the external insulation abrasions found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil consistent with friction to the device can. Other damages found are consistent with procedural damage.